Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510k - k130520 the actual device was returned for evaluation. Visual inspection upon receipt found that the blood inlet port on the oxygenator module had been crushed inward. The gas out port on the oxygenator module was found to have been deformed. This damage, however, does not exist on the photos of the actual sample provided by the customer and is most likely to be generated during the transportation back to ashitaka factory. The cap attached to the blood inlet port was inspected with the naked eye and under magnification and confirmed to be in the intact state. A reproductive test was conducted. The blood inlet port of an oxygenator module sample was hit against a hard object. As the result, the blood inlet port got crushed inward. The damage similar to that on the actual sample was duplicated. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. There is no evidence that this event was related to a device defect or malfunction. During the actual sample inspection, the cap attached to the blood inlet port on the oxygenator module of the actual sample was verified to be intact. Based on the investigation result, it is likely that the blood outlet port, after its cap having been removed from it, was hit against a hard object and got deformed. The exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: inspect the device and package carefully. Do not use if the package and/or device is damaged. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported breakage with the capiox device. Follow up communication with the user facility confirmed the following information: when the perfusionist was setting up for a case, while removing the oxygenator port caps they noticed that the blood inlet port of the oxygenator was chipped off. They changed out the oxygenator to a new one.